Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/10/2019. Device evaluation summary: a used suture needle was received for evaluation. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominantly composed of microvoid coalescence, which is evidence of a ductile overload failure. Although small areas of intergranular fracture were identified, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total knee on (B)(6) 2018, and barbed suture was used. The surgeon used it and the needle tip broke off. The surgeon recovered the needle tip (it was on the needle holder) and finished his last couple of tissue bites with that suture. No patient consequences reported.